Manufacturer narrative:
B2: date of death: used the first day of the month of ((B)(6) 2024) as the date of death as it was not specified. B3: date of event: used the first day of the month of ((B)(6) 2024) as event date as it was not specified. B5: describe event or problem: updated with additional information. E: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the distal left circumflex artery (lcx) with 85% stenosis and was 20 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 24 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in 2023, the subject died. At the time of event, the subject was on aspirin and clopidogrel. The primary cause of death is unknown, and no action was taken to treat the event. It is unknown if an autopsy was performed. It was further reported that on an unknown date and month in 2024, the subject was diagnosed with an unknown condition. Additionally, on an unknown date in (B)(6) 2024, the subject died.

Manufacturer narrative:
B2: date of death: used the first day of the month after the last reported serious adverse event date ((B)(6) 2023) for the subject as the date of death as it was not provided. B3: date of event: used the first day of the month after the last reported serious adverse event date ((B)(6) 2023) for the subject as the event date as it was not provided. E1 initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the distal left circumflex artery (lcx) with 85% stenosis and was 20 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 24 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. On an unknown date in 2023, the subject died. At the time of event, the subject was on aspirin and clopidogrel. The primary cause of death is unknown, and no action was taken to treat the event. It is unknown if an autopsy was performed.